Manufacturer narrative:
Merge healthcare continues to investigate this allegation to determine if further action or correction is required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. Merge healthcare received an allegation from a customer on (B)(6) 2016, claiming that line measurements were not matching the older version of pacs versus the newer version. While the difference alleged by the customer was minimal there is a potential that comparisons made between old images (~2011) and newer images could result in an inaccurate diagnosis or mistreatment of a patient. Merge healthcare is investigating the allegation. (B)(4).

Manufacturer narrative:
The investigation determined that the inconsistencies between the line measurements was due to the previous measurements being created on a different software (lightbeam). The lightbeam measurements may have taken into account the zoom factor, which could have skewed the measurements. It was confirmed that the line measurements being created by merge pacs were correct. The zoom factor does not affect the line measurements in merge pacs. Prior images can have the line measurements recreated through merge pacs to ensure a proper comparison. The customer was notified of the closure of merge healthcare's case record on may 17, 2018. Details of the investigation are available to the customer in their case record. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 10 actual device evaluated. 3273 code review. 3345 simulated use testing. Results code: 213 no failure detected . Conclusions code: 71 no failure detected, device operated within specification. H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.